Event description:
It was reported that during an ortho procedure the staples dropped easily while using and could not close completely. A new like device was used to complete the case. .no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent:(B)(4) 2013. Information was not provided by contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one prr35 instrument was returned non-functional due to jammed staples in the cartridge nose, causing the staples not to properly advance. No functional test was performed. As no conclusion could be reached on what caused the staples to become jammed, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.